Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hemorrhage, cerebrovascular accident (stroke), myocardial infarction, restenosis, respiratory distress, headache and death are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent left internal carotid artery xact stent implantation. On (B)(6) 2011, the patient experienced left sided facial numbness and headache. CT scan of the head revealed no evidence of bleed and was unchanged from previous reports. The patient has had left sided facial numbness reoccurring intermittently since a motor vehicle accident with neck injury. The left sided facial numbness and headache resolved the same day and the patient was discharged. On (B)(6) 2011, the patient was found unresponsive on the bedroom floor at home. The patient was hospitalized and intubated for respiratory failure secondary to subdural hematoma. Head CT scan showed an intracranial hemorrhage, subdural hematoma. The patient underwent left sided craniotomy with evacuation. Two days post surgical evacuation, the patient was extubated. The following day, the patient experienced altered level of consciousness. Repeat head CT showed increased edema. CT stroke protocol was performed and the patient was found to have an occlusion of the right internal carotid artery and restenosis in the left internal carotid artery with an infarction in the left hemisphere. Additionally during the hospitalization, the patient experienced elevated cardiac enzymes. Cardiac echocardiogram showed posterior wall hypokinesis which was diagnosed as a non-st elevation myocardial infarction. The patient was started on aspirin. The family requested palliative care for the patient. On (B)(6) 2011, the patient was discharged home with hospice care and died on (B)(6) 2011. Though requested, there was no additional information provided.